Event description:
During a pci treatment procedure, the maverick2 monorail 15x1.5 mm balloon ruptured at 12 atms on the first inflation. Details regarding the lesion being treated were not available. The physician used a 7f medikit introducer sheath for vascular access, a 7f britetip guide catheter and a runthrough guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'